Event description:
It was reported that a homechoice pro had an unknown fault. The specific issue was not reported. It was not specified when in the therapy this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Approximate manufacture date ¿ 2001. The homechoice (hc) device was returned to baxter healthcare for evaluation. An event history log review was performed. The reported problem of an unspecified failure was verified and the failure was determined to be a check lines and bags alarm. A service history review was performed and did not reveal any previous service events that could have caused or contributed to the reported problem. During the sample evaluation, a visual inspection, a return instrument test/evaluation (rite) electrical test, a rite functional test, and a short simulated therapy were performed without noting any issues. Upon conclusion of the evaluation, the cause of the problem remains undetermined. Should additional relevant information become available, a supplemental report will be submitted.